Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The blood glucose level at the time of the incident was 406 mg/dl. The user treated with the insulin pump. The customer's current blood glucose level was 311 mg/dl and sensor glucose reading was 294 mg/dl. The troubleshooting was performed. The customer had been using the insulin pump system within 48 hours of the reported high blood glucose event and was not using auto mode. The pump will not be returned for analysis.